Event description:
It was reported the line was a triple lumen PICC that was leaking underneath the dressing when the gray lumen is flushed. The dressing was intact, and the leaking was underneath the dressing felt by the patient. The patient reports no pain. The line was assessed, and the dressing appeared to be intact with no redness or swelling or any other sign of infection. Flushed the three lumens and found the gray lumen leaking underneath the dressing. I removed the dressing sterilely and flushed the line again and it appeared the leaking was coming from the site and not from the external lumen. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 5fr tl powerpicc catheter. A gross visual inspection of the returned catheter found that a longitudinally aligned tear was present between the nose of the molded joint and the 1 cm depth marker. Surrounding the tear site was deformation of the catheter tubing, giving the tubing an oblong shape. The tear was aligned along the 'corners' of the oblong shape where the degree of curvature was higher. Microscopic inspection of the tear site found that the fracture had rounded edges and a granular surface. Both features indicative of tensile stress. A cross-section of the tubing was taken at the tear location. Inspection of the cross-section found that the lumens were deformed, indicating that the deformation had occurred both externally and internally. Based on the observed features, it is likely that the unit experienced compression damage, leading to tensile stress forming along the points in the catheter tubing where the degree of curvature was higher and eventually forming into a fracture. This complaint will be recorded for future trending and monitoring purposes.